Event description:
It was reported that there were loose parts on the inside. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. On closer visual inspection, there wasn't any loose parts inside case enclosure. Could not confirm customer issue. No root cause established. No action taken. The device has been deemed beyond economical repair due to the condition it was received and will be scrapped or returned un-repaired.